Event description:
It was reported that a dissection occurred. The target lesion was located in the mid to distal left anterior descending artery (lad). While deploying of a 2.50 x 38mm synergy stent, a proximal edge dissection was noted. The dissection was covered with another 3.50 x 12mm synergy stent and the procedure was completed successfully. No further patient complications were reported.